Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to in good condition with bleeding lcd. Unable to download event history log. During investigation the device was powered up and it displayed constant "high pressure alarm". The reported allegation was confirmed. According to the investigation, service replaced the circuit board, and downstream sensor to correct the reported problem. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited "high pressure alarm intermittently". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.